Event description:
It was reported that the single use aspiration needle¿s sheath was damaged. The issue was found after an unspecified endobronchial ultrasound (ebus) procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the single use aspiration needle¿s sheath was damaged could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.